Event description:
Catheter had been rewired early am for previously ruptured catheter (medsun 2018-8007). Around 3.5 hrs after rewire, fluid bag on thermogard noted to be almost empty. Pink fluid noted to be returning from patient so therapy was stopped.